Event description:
Customer reported that she found air bubbles in the reservoir and the there was insulin leaking out where the needle is. Customer went through 4 reservoirs. Customer stated that she has always had issues with the air bubbles and she does set up the infusion set and reservoir correctly. Customer stated she was not able to get the air bubbles out. Customer was very upset and did not want to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.